Event description:
It was reported that the lead exhibited high thresholds and had dislodged. It was difficult to reposition the lead. The pocket was closed and the patient would be referred to another hospital.